Manufacturer narrative:
(B)(4). The device was made in 1995. The device was returned and an evaluation was performed. The reported alarm was identified in the event history log review as a check patient line, slow flow patient and low drain volume alarms. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no issues noted. The device was determined to meet functional and electrical performance specification requirements per returned instrument testing evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device was "alarming without system error¿. The alarm was not specified. The step of peritoneal dialysis therapy or setup during which this occurred is unknown. A patient was reportedly involved. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.